Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that patient underwent a mesh removal on (B)(6) 2008, and also a new mesh was implanted during this procedure. Then, on (B)(6) 2009, she underwent a mesh revision.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent a mesh removal on (B)(6) 2008 and on (B)(6) 2009 underwent a mesh revision. It was reported that patient underwent pubovaginal sling mesh and diagnostic cystoscopy on (B)(6) 2008 for urethral hypermobility, recurrent sui, failed prior pubovaginal sling mesh and mixed incontinence. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.